Event description:
It was reported that "the doctor states that upon insertion of the cvc after dilation of the vessel the tip of the catheter became too soft thus not allowing the catheter to pass through easily resulting in it 'bending'. Catheter removed and another set opened to complete the case which was successful". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the doctor states that upon insertion of the cvc after dilation of the vessel the tip of the catheter became too soft thus not allowing the catheter to pass through easily resulting in it 'bending'. Catheter removed and another set opened to complete the case which was successful". No patient harm or injury. The patient status is reported as "fine".